Manufacturer narrative:
Change healthcare's customer support team successfully located the imaging study for the patient in mckesson radiology pacs. Upon further investigation, change healthcare's customer support team determined that the study had been sent to mckesson radiology from an upstream system without an assigned medical record number (mrn). In this situation, mckesson radiology pacs is designed to assign a temporary mrn using a designated prefix upon import to clearly identify imaging studies needing further demographic review. Users are expected to identify and update the temporary mrn field during the review workflow following import of an imaging study. Mckesson radiology pacs provides additional features to enable users to search for and locate imaging studies in the system using different methods; for example, by using the accession number search or using the "recently performed" study list filter. Mckesson radiology pacs performed as designed.

Event description:
The reporting facility contacted change healthcare's customer support team to determine whether an imaging study performed for an emergency patient had been imported into mckesson radiology pacs from the modality, as the reporting facility had been unable to locate the study in the system. The reporting facility indicated the patient had subsequently expired.